Event description:
During explant due to normal battery depletion, it was reported that the torque wrench could not remove from the set screw from the header of the device. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of setscrew could not be untightened was confirmed. Analysis revealed a wrench tip was broken off inside the inset of the setscrew. Now the setscrew cannot be untightened because the broken wrench tip is blocking other wrenches from inserting into the setscrew inset. The wrench tip fractured from over-torquing and over-tightening of the setscrew far beyond what the wrench was designed to handle at the time of the initial device implant. The user was not using a torque wrench which should have been used. Torque wrenches are required to be used but was not used by the person connecting the lead to the device.